Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended but this patient did not want to have their device replaced. The physician decided not to schedule a device replacement at that time. The device was reprogrammed and shock therapy was programmed off. This device remains in service. No adverse patient effects were reported.